Event description:
A report was received from a user facility in (B)(6) stating the customer smelled an electrical smell and the system shut down on its own during the case, there was no injury to the patient.

Manufacturer narrative:
The power supply was removed from the stellaris system. The reported problem as not duplicated during simulated-use testing. The power supply did not have an electrical burning smell. The unit met all performance specifications.